Manufacturer narrative:
The device was returned. The returned device analysis could not replicate the reported physical resistance/sticking (gripper line ¿ difficulty) as the clip was not returned and the gripper line was returned already removed from the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance (gripper line ¿ difficulty) could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as the gripper line assembly was dismantled to be able to remove the gripper line. There is no indication of product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. During deployment of the second clip, resistance was noted when removing the gripper line. Standard troubleshooting maneuvers were performed; however, the gripper line could not be removed. The gripper assembly was dismantled and one gripper line was then removed. The clip delivery system (cds) was then removed from the anatomy, and the second gripper line was removed with the cds. No portion of the gripper line remained in the anatomy. The clip remained well attached to both leaflets. Mr was reduced to grade 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.